Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. The pt's vessels were reported to be non-tortuous with little calcification. It was reported that after placement of the bifurcated stent graft, the physician realized that a pre-deployment angiogram demonstrated an undiagnosed juxta-renal aneurysm. The physician felt the aneurysm would prevent the bifurcated device from obtaining an adequate proximal seal. It was reported that the bifurcated device was successfully deployed, however, a proximal type I endoleak was detected. A 14 mm x 4 mm pta balloon was inflated in an attempt to seal the endoleak but an abdominal angiogram demonstrated that the leak persisted. Another 14 mm x 4 mm pta balloon was inserted into the pt and both pta balloons were inflated at the level of the renal arteries in a kissing balloon technique. It was reported that the endoleak persisted and a 27 mm occlusion balloon was inflated but failed to resolve the endoleak. The pt was converted to open surgical reair. It was reported that the surgical procedure went well and the pt is reported to be fine. No additional sequelae were reported.